Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy. User reported the gas loss alarm once on the previous shift and 3 consecutive times in the last hour. The iab was inserted axillary. There is no blood or visible kink in the helium tubing. He understands the off label use. They were able to press the fill key each time and resume pumping. Currently pumping alarm free. The patient is stable. The esp personnel defined the alarm and potential reasons and also advised a chest film to confirm placement and discussed troubleshooting tips that could be used as if the iab were a femoral insertion. He thanked had no more questions. No harm or injury reported.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy. User reported the gas loss alarm once on the previous shift and 3 consecutive times in the last hour. The iab was inserted axillary. There is no blood or visible kink in the helium tubing. He understands the off-label use. They were able to press the fill key each time and resume pumping. Currently pumping alarm free. The patient is stable. The esp personnel defined the alarm and potential reasons and also advised a chest film to confirm placement and discussed troubleshooting tips that could be used as if the iab were a femoral insertion. He thanked had no more questions. No harm or injury reported.